Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device tip. The balloon had been subjected to positive pressure and deflated prior to return which is consistent with stent deployment. It was noted that the balloon material appeared compressed at the distal end of the balloon. During the product analysis the device was attached to an encore inflation device and inflated to nominal pressure and no issues were noted with its profile which could have contributed to the complaint incident. The inflation device was verified before and after use. The stent of the device had been deployed and was not received for analysis. A review carried out by medical safety stated that there were gaps between individual stent segments and one location had a possible stent fracture. It was specified that the stent remained implanted in the lesion despite the insufficient deployment. A review of the stent crimp settings for the complaint device highlighted no abnormalities prior to shipment. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was used in the anterior tibial artery and the dfu states: "the promus premier everolimus-eluting platinum chromium coronary stent system is indicated for improving luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease or documented silent ischemia due to de novo lesions in native coronary arteries.¿ (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03731. It was reported that the stent would not fully deploy. The stenosed target lesion was located in the anterior tibial artery. A 2.25x28mm promus premier¿ stent was advanced but was unable to completely cross the lesion. It was then noted that the stent was pushed off the stent delivery system (sds) balloon and was pushed back to the sds. Then a 2.25x24mm promus premier¿ stent was advanced to the lesion and stent deployment was attempted however only 90% of the stent was deployed and the distal portion of the stent would not open. Multiple balloon catheters were used to fully deploy the 2.25x24mm promus premier¿ stent but failed. The procedure was abandoned. No patient complications were reported and the patient¿s status was fine.

Event description:
Same case as MDR ID 2134265-2015-03731. It was reported that the stent would not fully deploy. The stenosed target lesion was located in the anterior tibial artery. A 2.25x28mm promus premier¿ stent was advanced but was unable to completely cross the lesion. It was then noted that the stent was pushed off the stent delivery system (sds) balloon and was pushed back to the sds. Then a 2.25x24mm promus premier¿ stent was advanced to the lesion and stent deployment was attempted however only 90% of the stent was deployed and the distal portion of the stent would not open. Multiple balloon catheters were used to fully deploy the 2.25x24mm promus premier¿ stent but failed. The procedure was abandoned. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(6). Device is combination product (B)(4).